Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal clogging, nose running, eyes watering, and sneezing that started while using their new device. The patient mentions that "allergy pills do not help" and their allergist stated they "had no allergies." In addition, the patient reported using an ozone-based disinfection device previously. There is no allegation of serious or permanent harm or injury. Additional information was received on (B)(6) 2023. A device was returned to the third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were visible. The device was scrapped. The complaint could not be confirmed.